Event description:
It was reported that the field personal called in for review of device strips for this patient with a cardiac resynchronization therapy pacemaker (crt-p) device. Technical services (ts) reviewed, and it appears this patient has slow ventricular tachycardia (vt). Additionally, there are some atrial defections at the time of each premature ventricular contraction (pvc) beat that are not sensed due to blanking however, it was suspected to be far-field. It was noted there were a few p waves on the right atrial (ra) channel that were also being undersensed. Ts discussed programming options and recommended to have the physician evaluate the patient's vt. At this time, the device remains in service. No adverse patient effects were reported.